Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore, it could not be evaluated. Provided customer with result from regulatory that no field actions have been conducted on this product. Reiterated that this product is a graft and not mesh product. (B)(4).

Manufacturer narrative:
The (B)(4) spoke with consumer on 22jul2015 at 10:31 - the customer was provided with results from regulatory that no field actions have been conducted on this product. It was re-iterated that this product is a graft and not mesh product. Consumer thanked (B)(4) for their effort. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Consumer called (B)(4) to inquire if a recall was issued for the mesh product which her husband received during surgery on (B)(6) 1997. Consumer was adamant that she wants answers to her questions. It was indicated that her husband received an aortic implant has a result of an aneurism. Consumer stated that her husband died under strange circumstances. The wife states her husband said he was tired and went to lie on the couch, where she found him dead the next morning. Consumer's husband passed away on (B)(6) 2011. Consumer is expecting an urgent response from the company.